Event description:
It was reported that when the catheter balloon was deflated for removal, a ridge remains and is painful when catheter removed.

Manufacturer narrative:
The actual product reported in the complaint, 165814ce, is sold exclusively outside of the united states. The product catalog number and 510(k) number given are for a similar product sold and distributed in the united states. Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.